Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during shoulder arthroscopy, there was increased intraoperative swelling of the shoulder without any changes to the basic settings of the crossflow pump. Two hours after the surgical procedure, the swelling had significantly subsided, and the patient no longer experienced any further complaints. No medical intervention was required.